Event description:
It was reported that the patient had a stimulator revision. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type: extension. Product ID: 3487a, lot# l57994, implanted: (B)(6) 1998, explanted: (B)(6) 2014, product type: lead. (B)(4).